Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas after reconnecting to the system following a week off due to lack of cgm sensors, with blood glucose rising to 394 mg/dl after a meal announcement and concerns that the device was not delivering sufficient insulin; the user observed drops from the connector needle, replaced the infusion site with guidance, filled the cannula, and insulin delivery resumed. Symptoms included elevated blood glucose without acute complications. Outcomes included prolonged hyperglycemia for about four hours without use of backup therapy, ketone testing, or medical intervention. Investigation included guided troubleshooting and education regarding infusion set replacement and appropriate use of meal announcements. Investigation of this case revealed no alarms, a straight cannula without visible kinks, successful resumption of insulin delivery after site replacement, and inconsistent meal announcement practices prior to the event. It was concluded that the event involved hyperglycemia with cause unclear, with contributing factors possibly including recent device restart after a prolonged power-off period, recent sensor replacement, and user behavior related to meal announcements.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.